Event description:
A malfunction alarm was reported, identified by malfunction code malf 0, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, successfully assisting the caller, leading to no recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.